Event description:
Reportedly, three inappropriate shocks were delivered by ICD on (B)(6) 2012, while pt was playing karaoke. Another shock was delivered on (B)(6) 2012, while pt was in hospital. No reproducibility was observed while the egm was recorded with different body positions. On (B)(6) 2012, re-intervention was performed: lead fracture was not confirmed on x-ray and both ICD lead and device were replaced. They will not be returned. An analysis is requested so as to investigate potential causes of inappropriate shocks.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.